Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; a system error occurred at power up. The red battery wire was found pinched, exposed and shorting on the main printed circuit board. Analysis also found the lcd (liquid crystal display) wires were pinched to half the width of the wire. (B)(4).

Event description:
It was reported there was an out of box failure, error code displayed at power up. Tested multiple times. The device was returned for repair. There was no patient involvement.